Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the customer is unable to receive texts from carelink. The customer's blood glucose reading was 40 mg/dl at the time of incident. Troubleshooting advised customer on carelink however, customer was unable to continue troubleshooting and will call back.